Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer's reservoir had air bubbles. Customer's blood glucose level at the time 100mg/dl. Troubleshooting occured. No additional information was provided.